Manufacturer narrative:
Concomitant medical products: m7700-27, mechanical valve, implanted: (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high thresholds, and undersensing. The rv lead was explanted and replaced. During rv lead removal physician noted the lead fell with only a quarter turn of the rotation tool. No patient complications have been reported as a result of this event.